Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc33131. This product was used for the di, product code, and 501k. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 7" (18cm) pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, non-dehp tubing, bulk non-sterile that experienced leakage. The report states that the additional sets have leaking occurring. The status of the product at the time of the event was during use. The event date was on 04-jun-2025. There was patient involvement and no adverse event.

Manufacturer narrative:
Received twenty-two (22) used list# mc33131-ns, 7" pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.